Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they had been having side effects: loss of balance and difficulty with legs and walking, which have been getting worse. The patient wondered if it had anything to do with the ins, but noted their physician did not think so. The symptoms reportedly started shortly after implant in (B)(6) 2017. The patient started having falls in march or april due to the loss of balance. No further complications were reported. Additional information was received from the patient reporting that they noticed their line was moving, getting lower, and the wires that come out of their stimulator came loose. The patient reported they woke up to a popping noise and then the wire no longer went where it was supposed to. The patient reported that the wire formed a v, and that they could feel the end of the v. The patient also reported that prior to implant they could walk, but after implant they noticed that they could not walk. The patient reported that their healthcare provider did not think that the difficulty walking was caused by the ins, and reported that they had something pinched and kept "cranking it [the stimulator] up." The patient reported that the walking issue became worse and worse over time, to the point that they could not leave their house and they needed help to go to the bathroom. The patient reported that after the popping incident, which occurred about 6 months ago, their walking difficulty went away and the side effect stopped.